Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter from their dentist. The dentist states they examined the patient and found them to have a class ii occlusion with 2mm anterior overjet present. In addition, tooth #9 is facially erupted and anterior crowding is present.